Event description:
It was reported that a large volume infusor leaked from an unspecified location. This issue was discovered at the hospital, prior to patient use. The device was filled with 0.9% sodium chloride 180ml. There was no damage observed to the product packaging or the carton the product was received in. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from november 15, 2021 - november 16, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested leaked problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.